Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a user on the obstetrical unit reported that the tubing was not attached properly and pitocin leaked onto the floor and the nurse administering the medication. No patient harm was reported.

Manufacturer narrative:
The customer's report that the tubing was not attached properly and a leak occurred was confirmed. Visual inspection showed that the silicone segment engagement to the upper fitment was misassembled. Functional testing was performed and it was observed that fluid leaked out from the defect area. The root cause of the misassembly was determined to be operator misalignment of the silicone segment during the assembly process.

Event description:
The customer reported that a user on the obstetrical unit reported that the tubing was not attached properly and pitocin leaked onto the floor and the nurse administering the medication. No patient harm was reported.